Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 20mar2020. Investigation ¿ evaluation. It was reported that an osteo-site bone biopsy needle had foreign matter inside the sealed pouch/package. This incident was reported by nagoya city east medical center, in japan. No adverse were reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device, as well as a visual inspection were conducted during the investigation. The complainant returned an osteo-site bone biopsy needle to cook for investigation. Physical/visual examination of the returned device showed a dark strand of material of an unknown source in the sealed, inner pouch. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: how supplied ¿sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lot recorded no nonconformances. A data base search revealed no additional complaints for the complaint lot from the field. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, the examination of foreign matter sealed inside the unopened device, and the results of the investigation, it was concluded that a manufacturing and quality control deficiency was the main cause of failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: k170008. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an osteo-site bone biopsy needle was inspected prior to use. Foreign matter was confirmed within the unopen device packaging. A new, similar device was used to successfully complete the procedure. No other adverse effects were reported for this incident.